Manufacturer narrative:
Postal code: (B)(6). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-sided expander ruptured. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right-sided expander ruptured. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side (insert bond edge) assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ brown particles observed inner the device. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6.